Event description:
It was initially reported by a company representative that a vns patient had worsened. No additional information was received at the time of the initial report. Follow-up was made from the area representative which indicated the patient had an increase in seizures which occurred after vns therapy was resumed after vns being off due to patient's seizures being under control. At the moment good faith attempts to obtain further information have been unsuccessful to date.

Event description:
Additionally, the area representative indicated the seizures were at the same level as pre-vns baseline and no further information was available regarding the implanted product. Moreover, the patient underwent generator explant surgery and the explanted device is not available for return and analysis.